Event description:
The customer stated that he tested his blood glucose and received a reading of 120 mg/dl using his breeze2 meter. After the customer tested his glucose, he passed out and paramedics were called. When paramedics arrived, they tested the customer's glucose at 26 mg/dl using their meter. The customer was treated with glucose. Troubleshooting of the breeze2 system was not possible as the customer did not have control solution. The customer also declined to return his products for evaluation.